Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as its longevity estimates had decreased faster than expected in between follow-up appointments. No intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported.